Manufacturer narrative:
Product analysis:one balloon returned for analysis. Visually the balloon appeared to be used but undamaged. Functional test: a sample syringe was filled with liquid, and then were injected into the returned ibt. The instrument was pressurized; after pressurization, no leaks were noted. Unable to replicate customer concern; after visual review and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with primary osteoporosis and compression fracture underwent balloon kyphoplasty. Intra-op, the balloon was found to be ruptured. There was a possibility that contrast agent entered into the vertebral body directly because balloon did not inflate. The procedure was completed successfully with a new product.